Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: safety system failure - after the use, when activating the safety system, the device didn't work, letting the needle exposed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: bd received a 20 gauge insyte autoguard unit from lot 240078 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the sample had damage at the grip, which may have caused the reported defect. Based off the visual inspection the engineer was able to verify the reported issue. It was determined that the observed damage to the grip caused the failed retraction. This damage most likely occurred because of a misalignment of the plug placement rods during production and caused a collision with the grip. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle would not retract. The following information was provided by the initial reporter: safety system failure - after the use, when activating the safety system, the device didn't work, letting the needle exposed.